Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device was returned for analysis. A coil and introducer sheath were returned for this complaint. The interlocking arm of the coil was detached and it was not returned. The twist lock of the introducer sheath had been opened. Blood residues were found in it. Microscopic inspection of the coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm of the coil was detached and it was not returned. The main coil was found kinked, broken and stretched. Dimensional inspection of the coil that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 05jul2019 it was reported that the coil failed to deploy. The target lesion was located in the renal artery. A 6mmx20cm interlock-35 was selected for use. During the procedure, it was noted that the coil failed to deploy. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed that the coil broke, interlocking arm detached and not returned.